Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and joint stiffness ("she also can't wait to see joint stiffness goes away"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower and genital haemorrhage had resolved and the joint stiffness outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and joint stiffness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and joint stiffness ("she also can't wait to see joint stiffness goes away"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower and genital haemorrhage had resolved and the joint stiffness outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and joint stiffness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.